Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed leaking from the disposable block assembly. Examination of the block assembly showed the device screws had been overtightened leading to the damage seen.

Event description:
It was reported the device was leaking. The reporter stated the bracket holding the disposable in place was broken. No adverse effects reported.

Event description:
Additional information was received via email 15-nov-2021. Customer stated the issue was found during preventive maintenance (pm), with no patient involvement. The customer stated, "after examining connector it was obvious that right screw was not holding disposable connector properly."

Manufacturer narrative:
Additional information provided in b5 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported problem was duplicated. The device was leaking from the block assembly. The root cause of the reported issue was found to be the customer damage from overtightening the screws that hold the block assembly on the enclosure. The technician replaced the interlock block and block assembly and performed preventive maintenance (pm).